Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a recurring power error detected on their insulin pump. The customer¿s blood glucose level was unknown. The device was reset but the alarm recurred. The insulin pump was returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Pump error 25 noted due to connector resistance issue j6 /pcb 1.